Manufacturer narrative:
Concomitant medical product: 1388t lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a change and high impedance in the superior vena cava (svc) coil. The lead was suspect of a fracture in the svc coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.